Event description:
The explanted generator was returned on (B)(6) 2014 and underwent analysis. The reported ¿failure to program¿ allegation was not duplicated in the pa lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated at all orientations. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. The reported ¿m103-m106, ifi = yes¿ allegation was duplicated in the pa lab. The battery, 2.730 volts as measured during completion of a test parameter of the final electrical test, shows an ifi condition. The data in the memory locations revealed that 98.150% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the physician saw the patient for the first time and upon interrogation received ifi ¿ yes. The patient had generator replacement surgery later and it was found that the generator was unable to be interrogated due to reported battery depletion. The programming system was able to be used to interrogate the new generator with no issue. On the day of surgery, the hospital was trying to test the leads again in the prep room, but was not able to get any communication. At that time, company representative was not there yet. By the time she had arrived, they already had the patient prepped and when she asked them if they wanted her to try interrogating the patient's device again, they did not want her to and just proceeded with the explant. The company representative was not able to retest the explanted generator. Product return attempts have been unsuccessful to date.